Manufacturer narrative:
A device eval is anticipated. This report will be finished when the eval is complete.

Event description:
It was reported that some water sprayed from the rover onto another device. Additional details are being requested from the account.